Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous hypotube kinks and the distal tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 7mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A vascular access was obtained via common femoral artery with a 6frx45cm non bsc guide catheter. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. After a 0.014x175 non bsc guide wire crossed the lesion, dilatation was performed using a 3mm x 40mm x 146cm coyote es balloon catheter. However, it was noted that the balloon ruptured. There was no kink prior to use and no resistance noted during the procedure. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A vascular access was obtained via common femoral artery with a 6frx45cm non bsc guide catheter. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. After a 0.014x175 non bsc guide wire crossed the lesion, dilatation was performed using a 3mm x 40mm x 146cm coyote es balloon catheter. However, it was noted that the balloon ruptured. There was no kink prior to use and no resistance noted during the procedure. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.